Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other absolute pro referenced is filed under a separate medwatch report number.

Event description:
It was reported that pre-dilatation was performed on an iliac artery lesion. The results were undesirable and the decision was made to place stents. A 7x100mm absolute pro stent delivery system (sds) advanced to the iliac lesion site without reported issue. Deployment was initialed; however, the stent jumped past the target site. To prevent the stent from advancing into the distal common iliac and aorta bifurcation, the stent was deployed while pulling the device handle at the same time. The stent remained deployed past the lesion site. Another physician attempted a second 7x80mm absolute pro sds. The stent advanced to the iliac lesion without reported issue. Upon deployment, the stent again jumped past the iliac lesion site. The stent was deployed in an unintended area, past the lesion site, while the physician pulled and held the sheath firmly during deployment. Per physician, the stenosis was tight at the iliac lesion site which inhibited stent deployment at that site and instead pushed the stents past the lesion site. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported inaccurate delivery; foreign body in patient and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.